Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17440578m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Cool flow pump, model #: m-5491-02, serial #: (B)(4). Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. Therefore, since both the ablation catheters were used in the procedure, we are taking the conservative approach and reporting this event under both of the ablation catheters.

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia - right (r-idvt) procedure with two smart touch bidirectional catheters and suffered a cardiac tamponade which required a pericardiocentesis. The patient's medical history is unknown. Initially while using the first smart touch bidirectional catheter (lot number 17440578m) in the patient, it would not zero. They changed out the catheter cable. However, this did not resolve the issue. They changed the catheter to lot number 17454955m and this did resolve the issue. The procedure was continued. This issue was assessed as not reportable. Later in the procedure, the patient developed a pericardial effusion. A pericardiocentesis was performed and they removed 400 cc's from the pericardial space. This right ventricular outflow tract ventricular tachycardia (rvotvt) procedure did not require a transseptal approach. The patient was stabilized and was transferred to the critical care unit for observation. There was no error messages observed on biosense webster equipment during the procedure. The patient did not receive any anticoagulation during the procedure. The overall time for ablation at the site of injury is unknown. The last ablation cycle time at the site of injury was not known. The power was not titrated during ablation. Settings during the event include: power control mode, power control was set to 35 watts, temperature cut off was set to 40 degrees and the flow setting was set to 30 ml/min. It was not known if the patient required extended hospitalization. The physician's opinion regarding the cause of this adverse event is that it was not caused by the defective smart touch catheter. The patient was reported to be improved. The physician speculated anatomy was cause for the perforation.

Manufacturer narrative:
(B)(4). It was reported that a female patient underwent an idiopathic ventricular tachycardia - right (r-idvt) procedure with two smart touch bidirectional catheters. Initially while using the first smart touch bidirectional catheter (lot number 17440578m) in the patient, it would not zero. They changed out the catheter cable. However, this did not resolve the issue. They changed the catheter to lot number 17454955m and this did resolve the issue. The procedure was continued. Later in the procedure, the patient developed a pericardial effusion. A pericardiocentesis was performed and they removed 400 cc's from the pericardial space. The patient was stabilized and was transferred to the critical care unit for observation. It was not known if the patient required extended hospitalization. The patient was reported to be improved. The returned device was visually inspected upon receipt and it was found in normal conditions. An irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Then the functionality of the sensors were tested on carto system. The catheter was recognized by carto 3 system, however error 106 was displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a zero issue has been verified. The root cause of open circuit at the sensor could not be determinate. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 7/13/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).